Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a motion sensor test failure alarm. Customer attempted to remove battery and reinsert and received a failed battery test alarm. Customer also reported of receiving a motor error alarm. Customer's blood glucose was 150 mg/dl. Customer was not able to complete troubleshooting, due to not having new batteries to insert into insulin pump. Customer would call back with new batteries in order to troubleshoot.